Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The history log for the pad device showed that on the (B)(6) 2009 a pad-pak was inserted into the device and removed on the same day after a successful self test. It would appear the pad-pak was then successfully installed on (B)(6) 2009 and performed up until (B)(6) 2011. After this date multiple events of 10 minutes duration occur indicating the device was switching itself on. Then on (B)(6) 2012 the device failed again and was left in fault mode until (B)(6) 2012 when a new pad-pak was inserted and the device passed a self test. The device failed again on (B)(6) 2012 due to the depleted pad-pak being inserted. The problem with the device was attributed to a fault in the membrane. Once the membrane was replaced the device operated to specification. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.